Event description:
It was reported that during initial implant the right ventricular (rv) lead was placed and the screw would not extend after several attempts. The lead was removed and tested on a bench in which it eventually worked; however, the decision was made to replace the lead with a new one. The rv lead was attempted, not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned, analyzed and analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress; the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).